Event description:
It was reported that the right ventricular lead developed an out-of-range pacing impedance. The lead was explanted and replaced on (B)(6) 2022. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).